Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4). Concomitant medical products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Smartablate generator, model #: unknown, serial #: unknown. Smartablate pump, model #: unknown, serial #:unknown. Soundstar catheter, model #: unknown, lot #: unknown. Coronary sinus bidirectional webster catheter, model #: unknown, lot #: unknown. (B)(4).

Event description:
It was reported that a male patient underwent an ischemic ventricular tachycardia (isvt) procedure with a navistar rmt thermocool catheter and suffered a cardiac tamponade which required a pericardiocentesis. During the ablation phase of the procedure, a pericardial effusion was noticed as the patient's blood pressure slowly dropped. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis. It was not known how much fluid was extracted. They checked the ablation history and confirmed one of the ablations ended with a spike in temperature. The smartablate generator automatically terminated the ablation because it reached the cutoff temperature of 44 degrees, which led the physician to believe that there was a steam pop. The generator was set to power control mode at 40 watts. The exact ablation time at the site of injury was not known but the total ablation time was greater than 10 minutes. The last ablation cycle time at the site of injury was 44 seconds. The power was not titrated during the ablation. The flow setting was set to 30 ml/min. The act was maintained from 300 -350's there was a transseptal puncture performed. The diagnosis was that the patient was having an ablation for a ventricular tachycardia and was confirmed to have ventricular scarring due to ischemia. It was likely that the patient required an extended stay for monitoring. The patient was reported to be in stable condition and was being transferred to the critical care unit (ccu). A factor that might have contributed to event was the ischemia. The physician&#38112;opinion regarding the cause of this adverse event was that it was procedure related as he believed it was due to a steam pop.